Event description:
It was reported that during a generator changeout procedure, it was noted that the set screw of the pacemaker ventricular port was stripped. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.